Event description:
On (B)(6) 2011, customer reported that the dxc 800 pro instrument generated six (6) false high sodium (na) results. These results were not reported outside the laboratory. Customer stated the samples were repeated on the other dxc instrument in the laboratory and those results were within normal range and reported. Field service engineer (fse) examined the instrument and cleaned the electrolyte injection cup (eic) within the ion selective electrode (ise) module. Fse also replaced the carbon bridge. Customer has reported no instrument issues since fse service.